Manufacturer narrative:
Medwatch field b3 date of event was updated. In mfg report no 1823260-2023-03926, b5 describe event or problem should have been: "the initial result at 2:45 pm from line 2 was 8.89 pg/ml with a data flag. The first repeat result on automatic repeat from line 2 was 336 pg/ml. The nurse questioned this result prompting the rerun of the patient sample. The second repeat result at 6:07 pm from line 1 was 8.44 pg/ml. The third repeat result at 6:19 pm from line 2 was 10.5 pg/ml. This result matched the clinical picture and other sample collections of the patient." Instead of: "the initial result was 8.89 pg/ml with a data flag. The first repeat result on automatic repeat was 336 pg/ml. The nurse questioned this result prompting the rerun of the patient sample. The second repeat result was 10.5 pg/ml. This result matched the clinical picture and other sample collections of the patient." The investigation reviewed the qc data; there was no indication of an issue on the date of event. The investigation reviewed the alarm trace; no issues were noted. The investigation determined that a general reagent problem was not present, because the qc before the event was within range. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 module. The initial result was 8.89 pg/ml with a data flag. The first repeat result on automatic repeat was 336 pg/ml. The nurse questioned this result prompting the rerun of the patient sample. The second repeat result was 10.5 pg/ml. This result matched the clinical picture and other sample collections of the patient.

Manufacturer narrative:
The serial number of the customer's cobas e 801 module is 18e8-02. The investigation is ongoing.